Manufacturer narrative:
The reported event was confirmed. Visual inspection revealed a loosened, not returned pin which drill hole, as the counterpart, showed traces of intended press-fit. Thus, a dimensional inspection could not be performed. A second pin was in place which ensured function of the handle. Hardness tests of remaining units revealed no deficiency. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation an exact root cause could not be determined. Upon request reported delay was cited having been probably 3-4 minutes for searching and removal of the disassembled pin which is within expected time frame. A non-conformity report had been opened in order to further investigate and address this issue for further details.

Event description:
The stryker sales representative reported that during the case, the screw came out of the t2 alpha guide wire handle. The silver bolt came out into the incision. The surgeon was able to locate the item but this resulted in a surgical delay. The surgeon was not using excessive force.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The stryker sales representative reported that during the case, the screw came out of the t2 alpha guide wire handle. The silver bolt came out into the incision. The surgeon was able to locate the item but this resulted in a surgical delay. The surgeon was not using excessive force.